Event description:
It was reported that the customer complained about the rupture of the membrane with risk of leakage of material in abdomen.

Manufacturer narrative:
(B)(4). Torn seal the analysis results found that the iris seal of the hap02 device (b) was torn. No functional testing could be performed due to the condition of the returned device. However, it should be noted that with the iris seal torn, the opening and closing mechanism functioned as intended. The iris seal exhibited a tear. The initiation site for the tear was adjacent to the inner upper seal ring and propagated 360º around the upper ring. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). The analysis results found that the iris seal of the hap02 device was torn. No functional testing could be performed due to the condition of the returned device. However, it should be noted that with the iris seal torn, the opening and closing mechanism functioned as intended. The iris seal exhibited a tear. The initiation site for the tear was adjacent to the inner upper seal ring and propagated 360º around the upper ring. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.